Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4)

Event description:
The customer reported via phone call that the insulin pump was alarming and the display was frozen. The customer reported that there were no messages on the display and the keypad was unresponsive. Blood glucose level at the time of the incident was 205 mg/dl. The customer was instructed to reset the device, inset a new battery, and call back if the issue persisted. The insulin pump was not replaced or returned for analysis.